Event description:
It was reported that a tooth broke off the blade during a total knee operation. No adverse consequences were reported.

Manufacturer narrative:
The saw blade subject to this complaint was returned for evaluation . A visual examination of the blade teeth confirmed that the outer tooth had broken off as reported. Further examination of the blade indicated extensive damage to all teeth suggesting aggressive use during surgery. It was not possible to determine the definitive root cause for the breakage.